Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the switch function performed as expected. Cosmetic wear was resolved by replacing front panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed concerning the appearance of the front panel. The front panel and pip front connector will be replaced. Additionally, it is recommended that the software be upgraded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the switches on the evis exera iii video system center's front panel were worn. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.